Event description:
An unknown size talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 62 months ago. Aneurysm and vessel morphology at the time of implant were not reported. At 38 months post implant, there was a distal type 1 endoleak that was seen on CT scan and it is unk if the endoleak had been resolved. Three months later, an attempt was made to coil embolization a type 2 endoleak; however, this was unsuccessful and the pt refused further intervention. No add'l clinical sequelae was reported.

Manufacturer narrative:
.